Manufacturer narrative:
Of the 32 allegations of a malfunction, 15 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to an internal motor failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 32 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 078 issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-70 years of age and between 29 and 265 pounds. Of the reported patients, 16 were male and 16 were female.

Manufacturer narrative:
Follow up #1 04/24/2017 device evaluation: in q1 2017 there were 2 additional instances of call service 078 failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there was 1 instance of call service 078 alarm failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.